Manufacturer narrative:
Review of cta¿s and 3d film report from 9 years post-implant revealed that the aneurx bifurcate is positioned 5mm below the renal arteries. The proximal stent graft od is 29mm. There is no obvious proximal type I endoleak. The ipsilateral limb is positioned within the left common iliac artery. The contra limb crosses over the ipsilateral limb, and the distal end of the right/contra limb extension is currently floating within the aneurysmal right common iliac artery and there is a distal type I endoleak. The rcia aneurysm extends to the iliac bifurcation. The distal contra limb extension od measured 23 x 27mm, and the max diameter rcia is 5.8cm. The proximal neck and aortic body are straight; however, the contra limb is angulated >90deg lateral-right. Both limbs are patent. A stent is seen placed into the tortuous right external iliac artery near the iliac bifurcation, and there is a 2.3cm max diamet ER aneurysm within the distal right femoral artery. The exact cause of the distal type I endoleak could not be determined from the images provided. Films at implant and earlier post-implant images were not available for review and comparison. It could not be determined if the limb may have migrated out of the iliac vessel. It is possible that the distal type I endoleak was caused by disease progression (iliac artery dilatation) and aorta-iliac morphology changes. Films from the recent intervention which resolved the endoleak were not available for review.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a scan which showed a large, isolated type ib endoleak in the right common iliac artery resulting in a 5.5cm right iliac aneurysm. The physician used 3 endurant stent grafts to extend the existing right iliac stent graft distally to achieve adequate seal in the proximal right external iliac artery. A final completion angiogram was performed, showing the type ib endoleak was resolved. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.